Event description:
Pt had procedure for "turbt". Following surgical procedure, tip found missing from surgical instrument. Add'l flexible cystoscopy procedure performed to retrieve tip from bladder. No further intervention required.